Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's left hip due to a malpositioned cup.

Manufacturer narrative:
An event regarding alleged malposition involving a trident psl ha cluster was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: no medical records were provided. -device history review: (B)(4) devices were manufactured and accepted into final stock on with no reported discrepancies. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left hip due to a malpositioned cup.